Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was dislodged due to heavy duty activity of patient shortly after implant. The lead was explanted and replaced when repositioning was unsuccessful. The patient's condition was stable before, during and after the procedure.